Event description:
On 6/5/2024 it was reported by a sales representative via (B)(4) that an ar-18800-40 depth device broke with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was provided on 6/6/2024: there was no harm done to the patient with no further information provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.